Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient requested pump removal because the pump was causing her to have pelvic pain. A diagnostic MRI revealed no apparent problems that should be caused by the pump. The patient continues to insist on removal. The pump was scheduled for removed on (B)(6) 2016, but anesthesia requested cardiac clearance. Subsequently, the removal has been re-scheduled to (B)(6) 2016. The catheter will be tied off (occluded) and secured to the fascia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.